Event description:
Hcp reports a pt having trouble with a security device interacting with the pt's ins device. The pt experiences an inability to move due to return of parkinson's symptoms when entering their assoc of homes. The pt has an implanted neurostimulator used for therapeutic treatment of parkinsonian tremor. The settings of the device are 1.8/90/180, 3 case +. When the pt experienced the interaction it caused the device to turn off making it difficult for the pt to ambulate. There were no injuries and the pt was able to turn the device back on resulting in no further symptoms. The device remains implanted and in use and the pt condition is stable.